Event description:
Ous MDR - after an implantation period of about 48 months, oversensing was reported.the physician suspected subclavian crush syndrom. No adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 35 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.